Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). Following predilation with a 1.25x12 apex balloon catheter, a 2.50x28mm promus premier drug eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the stent delivery system and into the rca. The stent was attempted to be removed with a snare but was unsuccessful. Then, the physician decided to crush the stent up against the arterial wall with a balloon. Three promus premier stents were then implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.